Event description:
> 80-year-old female with history of atrial fibrillation. Patient underwent heart catheterization. During procedure when going to pull back on black part of vascade, it was stuck. Entire vascade pulled out of site. Unknown harm to the patient.